Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed but . The pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged failed battery test found on 22-aug-2022. The pump passed the displacement test, active current test, sleep current test and self test. No failed battery test alarms noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed a pump error 25 in the pump history files and traces on the event date of 08/22/2022 at 14:00:21.000 or 2:00:21 pm. No relevant failed battery test alarms were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor flex cable. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1,the pump was monitored and functioned properly. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, and battery tube threads - cracked. Failed battery test was not confirmed during testing. Pump error 25 was confirmed in the pump history files and traces due to a connector resistance issue with the j6 connector on pcba 1. Moisture damage was confirmed found on the force sensor and motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer was assisted with troubleshooting by using new or fully charged aa battery but still battery failed alarm recurred. The insulin pump was returned for analysis.